Event description:
It was reported that during central processing, the customer identified a "burnt" fenestrated bipolar forceps instrument pulley cover. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon reported that when the fenestrated bipolar forceps instrument was last used, the instrument operated without issue with no report of burn, smoke, thermal damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint ¿pulley cover was burnt¿. The fenestrated bipolar forceps (fbf) instrument was found to have thermal damage on the bipolar yaw pulley at the grip base. The instrument was also found to have charring and localized melting at the grip base. Melted char marks were present at the distal end. Additionally, it was observed signs of scratch marks/abrasions on the distal end measuring approximately 0.03" to 0.42" in length. The scratches were not aligned with the tube axis. Material was missing from the surface of the main tube. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Additionally, an image of the instrument was submitted by the reporter to isi for review. Thermal damage was located right at the interface of the grips and the bipolar yaw pulley. Based on the image, the thermal damage was likely caused by another monopolar energy instrument energized near this fbf instrument. If this scenario took place, the activated energy could reach the grips of the fbf instrument, causing the fbf instrument yaw pulley to melt.